Event description:
The customer reported that a leak occured at the bonded junction of the syringe and texium device while administering a subcutaneous injection of velcade. The customer reported that some of the chemotherapy drug leaked onto the patient and it was quickly removed. The customer reported no patient harm.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.